Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 had constant drawer failure. A field service engineer (fse) reseated pyxibus and ribbon cable connections to drawers 4.1 and 4.2 to resolve the issue. Further the fse found that half height drawer 1.1 pocket b1 was locking into place properly due to broken tension spring at the bottom of the cubie tray was damaged. Then the cubie tray was replaced and the pocket b1 was accessed in application through inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and required preventive maintenance. However, there were no delay in patient care and no adverse events or injuries reported based on this event.